Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-02489, 2134265-2018-02491, and 2134265-2018-02492. It was reported that the patient died. In (B)(6) 2013, the patient presented due to stable angina and was diagnosed with mi and was referred for urgent cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. Target lesion # 1 was a de novo lesion located in the mid left anterior descending (lad) artery with 90% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.50x16mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. Target lesion # 2 was a de novo lesion located in the proximal lad with 70% stenosis and was 15mm long with a reference vessel diameter of 3.0mm. Target lesion # 2 was treated with direct stent placement using a 3.00x16mm promus element¿ plus drug-eluting stent with 0% residual stenosis. Target lesion # 3 was a de novo lesion located in the 2nd obtuse marginal (om) with 90% stenosis and was 16mm long with a reference vessel diameter of 2.5mm. Target lesion # 3 was treated with pre-dilatation and placement of a 2.50x20mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. Target lesion # 4 was a de novo lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 14mm long with a reference vessel diameter of 3.0mm. Target lesion # 4 was treated with pre-dilatation and placement of a 3.00x16mm promus element¿ plus drug-eluting stent with 0% residual stenosis. Four days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient presented with complaints of shortness of breath, sensation of shocking, chest pressure with non-productive cough. The patient was hospitalized on the same day for elevated troponin levels. The patient was admitted to intensive care unit (ICU) briefly. Cardiology was consulted for acute myocardial infarction. The patient was treated medically due to advanced age, multiple underlying medical problems including recently advanced dementia with some significant cognitive impairment. Medical management, supportive care was preferred with no aggressive treatment. The patient's family requested hospice consultations and asked for the patient to be discharged to assisted living facility with hospice, only comfort measures with no further aggressive treatment. After six days, the patient was discharged to assisted living facility with hospice and comfort measures alone. During the hospice care, the patient was primarily diagnosed with senile degeneration of brain along with co-existing conditions like respiratory failure unspecified with hypoxia and acute on chronic diastolic congestive heart failure. Two weeks after, an event of diastolic congestive heart failure was reported. The patient was having significant medical history of congestive heart failure with diastolic dysfunction. On the same day, the patient passed peacefully under hospice care due to 'diastolic congestive heart failure'. The cause of death was diastolic congestive heart failure.